Manufacturer narrative:
Correction: please retract this report 2017865-2021-27938.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardiac monitor (icm) implant procedure. Prior to the procedure, it was noted that the icm could not be interrogated due to a lack of magnet response. During the procedure, the icm exhibited bluetooth disruptions. The device was implanted successfully. The patient was stable.